Event description:
It was reported that around (B)(6) 2012, the leads instead of moving down, they moved up. Patient stated that the implantable neurostimulator (ins) functions, but it was in the wrong spot. It was reported that they had to go in and readjust it. It was stated that the leads were revised.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6);: product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).